Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, the display screen was found to be intact; the original complaint of a crack in the display was not observed. During testing, investigation revealed that the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump¿s display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.